Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract.

Event description:
It was reported that during the implant procedure the helix would not extend. The physician encountered placement difficulty and the lead had unstable thresholds. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.